Event description:
It was reported, while performing an exam, the user of the affiniti 70 ultrasound system, together with an l12-3 transducer, received an electrical shock. The user exchanged the transducer to complete the exam. There was no report of patient injury and there was no information provided for the user's outcome. The service engineer evaluated the system and transducer and found the system did not have an anti-static chain attached and the transducer had a small pin hole in the lens. The system and transducer passed the electrical safety tests. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.